Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382544 and lot number 5171710. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
We have had a bd insyte autoguard bc 18g IV not retract when hitting the white button. The white button was hit and did not retract at all. The staff member did release the tip seal before use and has used this product for a long time. This happened (B)(6) 2025. There was no injury from this event, but we have had two needlesticks in the past year with the same product/different lots when the needle did not retract.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.